Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted, and technical support confirmed the replacement of the pump.